Event description:
It was reported that the device experienced error code 45639 during testing. There was no patient involvement reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the tamper seals were intact, and there was no external damage. A review of the event history log was unable to completed as the device went into alarm code 45639 with red screen on startup. A function test of the device was completed which replicated the reportred event. The main board was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.